Manufacturer narrative:
Device evaluation of electrode belt (B)(4) been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front te between the front te and ECG electrode a. The cause of the constant gong alarms and test failure is the open wire. The root cause of the open wire is excesive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.